Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus and during basal. The customer stated that the device was not exposed to a magnetic field and the drive support cap appeared normal. The customer was able to complete rewind. Blood glucose value was 197 mg/dl. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and the customer agreed to return the product for analysis.